Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported the right side "collapsed" and the patient had "radiation treatments" with the tissue expander implanted for more than 6 months. Device has been explanted.

Manufacturer narrative:
Fi results: DHR for shell runs numbers 10151047 and 10151343 did not identify any deviations, errors, omissions or non-conformances during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. See ¿10151047 run¿ and ¿10151343 run¿ attached. In addition, the material test records for the insert components were verified per the corresponding procedure, visual and physical inspection were performed, and all components were noted conformant during the testing. See "r201901040 mtr¿,¿ r201901061 mtr¿, r201904030 mtr¿ and ¿r201904031 mtr¿ attached. Review of work order 3341922 and the event "opening on reinforce to shell bond area" did not identify any ncs or ers associated with this information.

Event description:
Healthcare professional reported the right side "collapsed" and the patient had "radiation treatments" with the tissue expander implanted for more than 6 months. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, yellow particles, a linear opening. The leak test and microscopic analysis was performed which identified a linear sharp opening on the insert assembly bond edge assessed as unidentified(tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: a linear sharp opening assessed as unidentified(tear) opening.

Event description:
Healthcare professional reported the right side "collapsed" and the patient had "radiation treatments" with the tissue expander implanted for more than 6 months. Device has been explanted.